Event description:
Breast implants causing horrible pain. Many visits to hospital for multiple health conditions and emergencies. Doctor's note shows leakage. Caused celiac disease and pain each day. Have the mentor card. They will not return my calls . I need them out. Please help. I want to know also if these implants were recalled.